Event description:
The article, "frailty in patients undergoing percutaneous left atrial appendage closure. The frail-laac study", was reviewed. This research article is a prospective multicenter experience to evaluate prevalence and clinical impact of frailty in left atrial appendage closure (laac) recipients. The devices included in this study were amplatzer amulet, watchman/watchman flx, and other unknown devices. The article concluded that frailty is common in patients undergoing laac and is associated with a five-fold increased mortality risk. Incorporating frailty assessment into pre-procedural evaluations enhance risk stratification. [The primary and corresponding author was josep rodés-cabau, quebec heart & lung institute, laval university, quebec city, canada, with corresponding e-mail: josep.rodes@criucpq.ulaval.ca.] This study included patients undergoing laac from 01 january 2022 to 31 december 2024. A total of 452 patients were included in the study, of which 49.1% (222) received an abbott device. The average age was 76.4 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, chronic kidney disease, permanent atrial fibrillation, atrial flutter, stroke, transient ischemic attack, cancer, and prior bleeding, heart failure, and left ventricular dysfunction.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, chronic kidney disease, permanent atrial fibrillation, atrial flutter, stroke, transient ischemic attack, cancer, and prior bleeding, heart failure, and left ventricular dysfunction. Complications reported included stroke, cardiac tamponade, thrombus, pericardial effusion, bleeding, embolism/embolus, hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: frailty in patients undergoing percutaneous left atrial appendage closure. The frail-laac study b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.